Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing high blood glucose all morning. Blood glucose value is 341 mg/dl; treated with the pump, she gave herself 5.5 insulin units and is not going down. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Time and date but customer is unsure if the basal rates settings are accurate and bolus wizard is unknown. High pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.